Event description:
The customer observed positively biased ammonia qc results on the vitros dt60 analyzer using mas control fluids. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.